Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. It was indicated that the patient was taking medication containing more than 1 gram (1,000 mg) acetaminophen over the course of 6 hours, which is off-label usage of the device and which may affect the cgm readings. On (B)(6) 2024, it was reported that the patient took a dose of mounjaro 7.5 mg for the first time. After a few hours of taking this medication, the cgm was reading 49 mg/dl. No bg meter comparison was done at this time. The patient self-treated with 15 glucose tablets. During this time, the patient was in a ¿panic stage¿. No other patient symptoms were reported. At an unspecified time later, the patient¿s husband took the patient to the ER. At the ER, the patient¿s bg meter reading was 454 mg/dl while the cgm was still reading 49 mg/dl. The patient was treated with IV fluids. The patient was discharged home after approximately 7 hours. The patient was in stable condition at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.